Event description:
A heartstring iii device was returned to maquet with a note on it stating "no taco in heartstring". No further information is available as to where this occurred, when it occurred, or any other incidents details. This failure will be interpreted as a "failure to load" issue.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A follow up report will be submitted once the device evaluation is complete. Items marked "ni" are unk to us at this time. (B)(4).